Event description:
Customer reported receiving several altitude alarms and that the pump was not detecting the cartridge, despite performing resets. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the complaint was closed as the pump was not returned.